Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter from hub to collar. The distal shaft of the device was not returned to the facility. Microscopic examination revealed numerous kinks in the hypotube and a complete separation at the collar/proximal shaft bond. Ptfe was not present in the collar. Microscopic examination revealed damage. Tip was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Event description:
Same case as MDR# 2134265-2015-3560. It was reported the shaft broke. The target lesion was located in the tortuous and calcified distal right coronary artery (rca). The physician tried to place multiple unknown stents in the distal rca but was unsuccessful. A guidezilla extension catheter was then used, there was difficulty delivering the guidezilla. The guidezilla was then removed and upon removal, the physician noticed it was fractured. Another guidezilla was inserted and had difficulty being delivered. The guidezilla was again removed and noticed a fracture in the same location. The procedure was completed with the deployment of stents. No patient complications were reported and the patient status was fine post procedure.